Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with a programmer. The battery was felt to have depleted sooner than expected. It was noted that approximately 3 months ago, the device showed a battery status of less than 6 months remaining with a magnet rate of 90 paces per minute (ppm). An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.